Event description:
It was reported that the patient presented in the hospital after experiencing defibrillation shocks. The patient's right ventricular lead had been oversensing noise since the beginning of (B)(6) 2021 and the physician had been monitoring the patient's lead for increased frequency. Due to the inappropriate shocks, the physician gave the patient a magnet to turn off therapy. The patient was discharged and would be seen for lead revision.